Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (254 mg/dl) because customer consumed food and did not deliver a bolus. Customer addressed elevated blood glucose by delivering a bolus via the pump.